Event description:
The account alleges that the siderail will not latch.

Manufacturer narrative:
The technician discovered that a screw on the left siderail was loose, preventing the siderail to latch. The technician tightened the screw, which resolved the issue. The device functions as designed. Pursuant to our response to warning 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.